Event description:
It was reported by service report that the brakes are not staying engaged and the jack is drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake cam.